Event description:
It was reported that a flo-gard infusion pump experienced a low battery alarm. There was no patient injury or medical intervention reported with this event. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. A visual inspection, alarm log review, functional testing and an internal battery test was performed. During the alarm log review an f-6 alarm was identified. The alarm was caused by low battery voltage due to inoperative main battery. The battery was replaced and the pump was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.